Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's outcome pertaining to the complaint: customer reported via phone call that they experienced high blood glucose level in the range over 400 mg/dl. Customer experienced blood glucose level of 81 mg/dl. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose difference. Customer did not want troubleshoot for high blood glucose level due carb intake. Customer stated that the belt clip was damaged. The insulin pump will not be returned for analysis.